Event description:
It was reported that this right ventricular (rv) lead showed high pacing threshold and possible loss of capture (loc). The device was operating as programmed. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.